Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reported contacted animas on (B)(6) 2016 alleging a case/condition issue, cracked battery compartment issue. There was no indication this issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1; date of submission: 6/7/2017. The device has been returned and evaluated by product analysis on 05/17/2017 with the following findings. Battery compartment crack along the side of pump, site of leak test failure. Battery compartment crack between the bumper pad and cover, site of leak test failure. Opened pump to inspect for moisture, observed moisture/corrosion at j5 motor connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.